Event description:
It was reported that, "while putting in a tibia nail the doctor noticed that the right arm of the tibial nail targeter was loose (wobbly)."

Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report.